Event description:
It was reported that externalized conductors between the svc coil and the rv coil were observed via fluoroscopy when a patient presented in-clinic for normal follow-up. No electrical anomalies were detected. The lead was explanted and replaced. The patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.